Event description:
It is reported by pt's attorney that pt underwent left total hip replacement in 1993. Thereafter, pt experienced pain and an x-ray of 2007, revealed a fracture of the femoral stem. Pt was revised three months later, wherein stem, head, and liner were exchanged.

Manufacturer narrative:
Eval summary: the centralign femoral stem, femoral head, and acetabular liner were not returned for review. Additionally, x-rays or photographs were not supplied. The alleged complaint pertains to a fracture in the femoral stem of the total hip that was implanted approx 14 yrs. No part number, lot number, or MFR date was supplied for the stem, therefore, no probable cause could be determined with the info provided. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.